Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if the patient suffer from any sign or consequence due to the issue? Please provide more detail : patient was okay. Were these cases previously reported to ethicon? : for vicryl rapide at this hospital, no. If yes, please provide a complaint reference number. Could you please clarify if just were two more cases apart from this one? Please clarify: 3 sutures were used during the surgery. 3 of them did not match quality standards. What is the lot number?: unavailable, product discarded by ot staff. Device return follow up: unavailable, product discarded by ot staff. Related medwatch reports: 2210968-2022-08378 and 2210968-2022-08379.

Event description:
It was reported that a patient underwent a cleft lip procedure on an unknown date and suture was used. The suture was getting cut while suturing. There were no adverse patient consequences reported. Additional information was requested.